Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "air-in-line" was not reproduced however, produced a reload set message. A review of the event history log (ehl) revealed occurrences of "reload set" messages. Reload set messages can appear with a "tube not properly loaded in occlusion detector" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. The ultrasonic sensor will be replaced to correct the reported problem. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.